Manufacturer narrative:
Concomitant medical devices: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported the patient had spinal meningitis which traveled to the brain. The patient was hospitalized for three months and was now discharged. It was noted the patient hadn't been able to charge their implantable neurostimulator (ins) in about three months due to being hospitalized. Relevant medical history includes failed back surgery syndrome and spinal pain.